Event description:
It was reported that during an open gastric bypass procedure the device did not deliver staples while cutting the tissue. The procedure was completed with sutures. There was no patient consequence.